Event description:
The user had no hearing perception with the device at activation at the beginning of (B)(6) 2022. Imaging was then performed on the (B)(6) 2022 which showed that the complete array completely out of the cochlea. The array will be re-positioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. A revision surgery to re-insert the electrode array was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The user had no hearing perception with the device at activation at the beginning of may 2022. Imaging was then performed on (B)(6) 2022 which showed that the array was completely out of the cochlea. The array was re-positioned and a full insertion was achieved.